Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open surgery, the two reloads fired partially. The operator pulls out the knob twice. Another device was used to complete the case.